Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an under infusion was reproduced. The device was tested for flow accuracy and found to under-deliver with -5.4368% error, however the customer reported that half the bag remained when the infusion complete, which does not align with the inaccuracy found during testing. A review of the event history log revealed no abnormalities. The infusions ran as programmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The pressure plate travel will be adjusted per service procedure. An intravenous setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Flow accuracy issues may have several potential causes related to infusion setup an improperly primed set, including back check valve. These setup factors are not related to spectrum infusion pump function. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.